Manufacturer narrative:
No evaluation possible. The suspect device has not been removed from the patient nor had its identifying lot number have been provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instructions for use state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating. Upon receipt of updated and/or additional information a follow-up submission will be provided.

Manufacturer narrative:
An engineering assessment found no irregularities. It is believed that over angulation or incomplete seating of the screw caused the locking mechanism not to properly engage. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (B)(4) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
X-rays taken during three separate post-op visits ((B)(6) 2011, (B)(6) 2011 & (B)(6) 2011) revealed a trestle variable angle screw had began to back-out of the c4 location. The anterior cervical plating system was implanted on (B)(6) 2011. No surgical complications were reported during the initial surgery. There are no plans to remove the screw at this time.